Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional and it was determined further review would not enhance the investigation. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two months post-resolution of previous incident patient began to again experience discomfort with the implanted prosthesis. Steroid medication was prescribed and no additional intervention was required. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following section has been corrected: h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional and it was determined further review would not enhance the investigation. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d1; d4; d10; g3; h2; h4; h11. D10: medical product: femur cemented posterior stabilized (ps) standard right size 6: catalog#42500606002, lot#63253075; articular surface fixed bearing posterior stabilized (ps) right 10 mm height: catalog#42521400510, lot#62296922 the investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported via clinical study that a patient underwent an initial total knee arthroplasty. Approximately four (4) years post-implantation, the patient experienced a sudden onset of stiffness, pain, and bursitis with no apparent cause. The patient was treated with a cortisone injection and the symptoms were reported to have resolved fourteen (14) months post-onset. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown persona femoral component: catalog#ni, lot#ni; unknown fixed bearing articular surface: catalog#ni, lot#ni. G2: foreign: netherlands. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.